Manufacturer narrative:
Returned product consisted of the watchman access system. The device was bloody and there was contrast in/on the device. Analysis of the hub, shaft and tip included microscopic and visual inspection. Inspection found no damage or defect to the device.

Event description:
It was reported that the access system kinked during recapture. A left atrial appendage (laa) closure procedure was being performed. A watchman access system (was) was positioned and a watchman laa closure device & delivery system (wds) were used. During recapture of the device, the was kinked but did not have any influence on the procedure. No patient complications were noted.

Event description:
It was reported that the access system kinked during recapture. A left atrial appendage (laa) closure procedure was being performed. A watchman access system (was) was positioned and a watchman laa closure device & delivery system (wds) were used. During recapture of the device, the was kinked but did not have any influence on the procedure. No patient complications were noted.